Manufacturer narrative:
Device has been received and will be evaluated. A follow up report will be provided.

Event description:
The customer stated that while monitoring a pt, the unit gave erroneous nibp, co2 readings and would not print a full page of data. They had a defib error when the unit was repowered.